Event description:
It was reported that using an unspecified artery access approach during a procedure of the heavily calcified, moderately tortuous, concentric, de novo, proximal to mid left anterior descending (lad) artery after predilatation with a 2.25 x 12 mm non-abbott balloon dilatation catheter (bdc), additional dilatation was performed with a 2.25 x 12 mm nc tenku bdc. It was noted that the first inflation was at 14 atmosphere (atm) but during the second inflation at 14 atm the balloon ruptured. There was no reported adverse patient effect. It was further noted that a 2.0 x 12 mm mini trek bdc was advanced with some anatomical resistance noted reaching the lesion; during inflation at an unspecified atm the balloon ruptured without any reported adverse patient effect. The procedure was completed using a 2.75 x 8 mm non-abbott bdc with a good result. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products guide wire: sion blue, runthrough; guide cath: heartrail 6f bl3.5. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku rx dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon rupture was confirmed on the returned device. Interaction with the lesion was the likely cause of the balloon rupture. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the return analysis, there is no indication of a product deficiency.